Manufacturer narrative:
Stryker evaluated the device and verified the error code but was unable to duplicated the issue. The root cause was not established. The errors were cleared, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.